Event description:
It was reported that this right atrial (ra) lead as explanted due to dislodgement. The lead first dislodged on (B)(6) 2021 but the patient had been very sick from non-device related issues, so the physician decided to revise the lead until november. The dislodgement was discovered by x-ray after lead testing. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The lead first dislodged on (B)(6) 2021 but the patient had been very sick from non-device related issues, so the physician decided to revise the lead until november. The dislodgement was discovered by x-ray after lead testing. No additional adverse patient effects were reported.